Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number: (B)(4). Medwatch field postal code was provided as "(B)(6)".

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ua2 uric acid ver.2 on a cobas integra 400 plus. The same patient also had a discrepant result for a second sample that was collected on the same day and tested with gluc3 glucose hk gen.3 on the same integra 400 plus analyzer. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a uric acid value of 18.13 mg/dl, which repeated as 11.45 mg/dl. The repeat value was reported outside of the laboratory as this value was believed to be correct for the patient's clinical status. The second sample initially resulted in a glucose value of 332.93 mg/dl, which repeated as 170.39 mg/dl. The repeat value was reported outside of the laboratory as this value was believed to be correct for the patient's clinical status. The uric acid reagent lot number was 51071001, with an expiration date of 31-oct-2021. The glucose reagent lot number was 46207001, with an expiration date of 30-jun-2021.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. A field service engineer was dispatched and performed periodic maintenance actions. The investigation found that the maintenance actions taken by the field service engineer resolved the issue.